Event description:
The customer reported the tip was broken from the introducer. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and the packaging for analysis. The separated dilator hub was not returned for analysis. Signs of use in the form of biological material was observed on the dilator extrusion. Visual analysis revealed that the dilator body was separated towards the proximal end. The appearance of the separation was rough, discolored and contained signs of torqueing. No other defects or anomalies were observed. Visual analysis could not be performed on the separated hub as it was not returned for analysis. The dilator length from the point of separation to the distal tip measured 17" which is within the specification limits of 16 7/8"-17 3/8" per the dilator graphic. The dilator outer diameter measured .1355" which is within the specification limits of .1350"-.1380" per the dilator extrusion graphic. The dilator inner diameter at the proximal end measured .045" which is within the specification limits of .043"-.046" per the dilator extrusion graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with the kit states: "ensure dilator hub fully snaps into sheath cap." "Holding sheath in place, remove spring wire guide and dilator." The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin , advance assembly into vessel with slight twisting motion to desired position. Precaution: do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The report of a separated dilator hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator had separated directly adjacent to the hub; however, visual analysis could not be performed on the actual hub as it was not returned for analysis. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.6.-medical device problem code corrected to FDA code 1562

Event description:
The customer reported the tip was broken from the introducer. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).